Manufacturer narrative:
The event of "bia-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosed with bia-alcl." Date of alcl diagnosis: (B)(6) 2018.

Event description:
Patient representative reported patient was ¿diagnosed with bia-alcl,¿ pathological markers not provided, ¿mental anguish, loss of capacity for the enjoyment of life¿ and ¿pain.¿ patient representative also reported patient ¿suffered bodily injury, suffering, disfigurement¿ and ¿suffered personal injuries and related damages;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.